Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that on three occasions the pump did not deliver the programmed bolus amount and there were no alarms indicating the bolus had been interrupted or cancelled. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 02/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter remote was not returned with the pump for investigation. The pump bolus history showed boluses on 01/07/2013 in the amounts of 2.25, 0.65, and 0.65 and showed that the boluses were completely delivered. A normal bolus and an audio bolus were programmed, delivered, and recorded successfully in the pump history. The keypad was tested and confirmed that all keypad buttons were responsive to user input. The pump was paired with a test meter and a bolus was performed from the meter remote and delivered and recorded correctly. Testing was unable to confirm of duplicate the reported issue.